Event description:
It was reported that during a coronary artery stenting procedure, the stent was under expanded. The target lesion was located in the mid right coronary artery (mid rca) with 75% stenosis and was 10 mm long with a reference vessel diameter of 4.0 mm. The physician treated the lesion with direct stent placement of a 4.0 x 20 mm liberte stent. Post-dilatation was performed with 10% residual stenosis. The patient was discharged the next day. Post index procedure, post-stent deployment ivus revealed stent under expansion. Treatment optimization included post dilatations with a non-compliant balloon. Final treatment outcome was confirmed by ivus. The final stent deployment result was optimal.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)